Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned to zoll manufacturing corporation. The monitor was fully functional upon receipt. The electrode belt ECG c&d cable was pulled from the strain relief, and the trunk and front therapy electrode cables were missing. The root cause for the damaged cables was physical abuse. It is likely that the electrode belt was damaged during device removal. There is no indication that the electrode belt damage contributed to the event, as the electrode belt was able to detect an ECG signal during the event. . Device manufacture date: monitor: 04/26/2013, electrode belt: 02/19/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Review of the event indicates that the patient experienced asystole, which is considered a non-life sustaining, non-treatable rhythm. The downloaded data reveals that oversensing of small cardiac signal contributed to a false detection in which the patient received five shocks. The patient passed away (B)(6) 2015.

Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) have not been recovered from the field. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor: 04/26/2013 electrode belt: 02/19/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Review of the event indicates that the patient experienced asystole, which is considered a non-life sustaining, non-treatable rhythm. The downloaded data reveals that oversensing of small cardiac signal contributed to a false detection in which the patient received five shocks. The patient passed away (B)(6) 2015.